Manufacturer narrative:
(B)(4). The initial processing of this complaint from the customer determined that it was not a reportable incident at the time received 09/12/2012. The device was received with the ring disengaged from the cassette but not damaged. The ring being found to be within specification was functionally tested with the original applicator and passed all tests. There was no original applicator and passed all tests. There was no failure observed during testing and the failure reported could not be duplicated. There was no patient contact.

Event description:
The customer reported that the surgeon was unable to hold the ring with the applicator for the malyugin ring system. There was no patient contact.